Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing; the fenestrated bipolar forceps had a damaged black cord. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was noted at the beginning of reprocessing. The instrument had the cord melted and signs of thermal damage. No arcing was seen.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found visual inspection-external, visual inspection-internal, manual articulation of inputs, energy delivery, electrical continuity, recognition, engagement, and intuitive motion tests/ inspections were performed and the complaint could not be reproduced. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The complaint regarding a damaged black cord was not confirmed by failure analysis. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.